Manufacturer narrative:
Device discarded at the hospital.

Event description:
No frost seen during pretest. However, during first freeze cycle noticed frost up the shaft. Aborted the freeze, removed and replaced the probe. Case completed. Probe was cut and placed in the sharps container.